Event description:
It was reported that the patient presented to the emergency room after receiving shocks for 2 ventricular fibrillation (vf) episodes. A remote transmission of the device showed that the atrial lead sensed 14,550 atrial tachycardia/ fibrillation episodes that were possible farfield r wave oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2011; 4542 competitor implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).